Manufacturer narrative:
Our fse was on site and after replacing and trying multiple things, he could narrow the issue down to the control pc board. Afterwards, the unit passed all functional and safety tests and was returned for clinical use. The reported issue with failing pressure transducer test has been confirmed during evaluation of the received problem description, service report and ventilator's log files. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).